Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 396 mg/dl on his active meter and a result of 150 mg/dl on a professional meter within 5 minutes. No actions were taken based on the results. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.